Manufacturer narrative:
Concomitant product: product ID 3550-39, lot # n368239, implanted: (B)(6) 2014, product type accessory; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient was unable to charge their implantable neurostimulator (ins). It was stated the patient had first noticed the issue two days prior to report. The patient reported that it felt like her ins had moved or was up too high and that she could not get the recharging belt around it. It was stated that when the patient connected with the ins with her recharger at the time of report that the normal recharge screen was observed along with zero coupling bars. It was noted the patient was able to connect with their programmer at the time of report. It was reported the patient was eventually able to receive 6 coupling bars at the time of report and it was recommended the patient then charge the ins as much as she was able to. The patient was redirected to her healthcare provider (hcp). Additional information has been requested. A supplemental report will be filed if additional information is received.